Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported. The device and lancets are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Device not available for return.